Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 2mm x 20mm x 143cm coyote? Es balloon catheter was advanced for dilation. During the procedure, the balloon ruptured after the first inflation at 8 atmospheres for 10 seconds. The device was removed without any problem, and the procedure was completed with this device. There were no patient complications as a result of this event.